Event description:
The patient had "stinging in the pocket", so his device was turned off approximately a year ago. The patient noticed that magnets would toggle the device on and off. The patient was traveling and did not have his patient programmer to turn the device off. The patient's status was undetermined at the time of this report. Additional information has been requested, a follow-up report will be sent if additional information becomes available.